Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a diagnostic procedure was performed when the issue occurred, and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) visited onsite and found system was completely turned off. Previously fse found the issue happened due to accidentally pressed the stop button on the geometry module while moving it, which caused the system to shut down completely. After rebooting, the system was functioning normally. On (B)(6), 2024, onsite visit fse found the log file and found host pc memory have issue. To resolve the issue, fse replaced memory and retest pc. After replacing memory and reset pc, the system is returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the table unlocked so the customer rebooted the system. After the reboot, the flexvision monitor did not show any images. The system was in clinical use at the time of the reported event. The patient was moved to another room to complete the procedure. There was no reported patient or user harm. Philips has started an investigation of this complaint.